Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Due to depleted internal hlc batteries, the device will not power on and will not deliver therapy. A conclusive cause for the depletion was not determined.

Event description:
It was reported that the device displayed all three (attention, charge-pak and wrench) icons. This is indicative of a device that may not be able to deliver defibrillation therapy. There was no patient use associated with the reported failure.